Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 14 years and 1 month post implant of this 29mm bioprosthetic aortic root replacement, it was explanted and replaced with a 25mm non-medtronic mechanical valve conduit. The reason for the replacement was reported as "a large aneurysm of the right coronary anastomosis with deterioration of the porcine root in this region". Thrombus on the left coronary leaflet was also reported. No additional adverse patient effects were reported.